Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification.the dhrs (device history review) for the libre sensor kits were reviewed and the dhrs showed the libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.all pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received regarding the adc device detached. As a result, on (B)(6) 2022, the customer had a loss of consciouness and emergecny services provided the customer with unspecified medical treatment. No further information was provided as the caregiver could not recall additional details. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. No physical damage was observed on the returned sensor patch and no issues were observed with the returned sensor adhesive. No malfunction or product deficiency has been identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received regarding the adc device detached. As a result, on 20 jun 2022, the customer had a loss of consciouness and emergecny services provided the customer with unspecified medical treatment. No further information was provided as the caregiver could not recall additional details. There was no report of death or permanent injury associated with this event.